Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor is giving inaccurate readings. The blood glucose reading was 109 mg/dl. Customer was unable to provide data from the insulin pump for the sensor glucose readings. It was discovered that customer does not follow proper procedure. She also mentioned that she had some blood at the sensor site. It was found that the sensor was bent. Nothing further was reported.